Manufacturer narrative:
There may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. A valve-in-valve procedure carries significant risk. The device was not returned for evaluation, as it remains implanted. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient with a 29mm mitral valve is being evaluated for a valve-in-valve procedure after an implant duration of 3 years, 3 months due to unknown reasons. As reported, there was no allegation that the surgical valve failed prematurely.

Manufacturer narrative:
The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm mitral valve underwent a valve-in-valve procedure after an implant duration of 3 years, 3 months due to stenosis and regurgitation. A 29mm transcatheter valve was implanted. Patient was discharged home in stable condition on pod #1. As reported, there was no allegation that the surgical valve failed prematurely.